Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative use the unit failed to alarm when the rem pad was improperly installed, resulting in harm and burns to both the patient and the doctor.

Event description:
It was reported that during intra-operative use, the unit failed to alarm when the rem pad was improperly installed, resulting in harm and burns to patient. The burn was located on the patient's vagina with approximately 8mm x 2 in size that caused small lacerations and was closed by suturing.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime) this event has been reassessed and the reportability has been determined to be a reportable serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.